Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber tip broke. The procedure was completed with a second fiber without patient complications.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual analysis of the returned device revealed that the glass cap exhibits moderate devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface which is indicative of tissue contact. Examination under magnification identified the glass cap was able to rotate and move independently within the metal cap. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. During functional evaluation the fiber was tested with the hene (helium-neon) laser fixture. The testing conducted did not identify any signs of a fiber tip break or any breakage along the length of the fiber, thus the reported event could not be confirmed. Based on the observed glass cap moving independently from the metal cap due to glue failure, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The glue failure likely occurred due to the high temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glue failure. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber tip broke. The procedure was completed with a second fiber without patient complications.